Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient had 2 peripheral (off-label) pns leads from the same lot. It was reported one of the patient's pns leads had eroded through the skin. Per the manufacturer's product database, the scs system was explanted and replaced.